Event description:
It was reported that during the implant procedure while the physician was preparing to suture the tie-down sleeve of the right ventricular (rv) lead onto the lead body, the lead and tie down sleeve advanced through the large space created by the laser under the clavicle. The patient was then transferred to the cardiac catherization laboratory where the anchor sleeve was successfully removed from the left pulmonary artery. It was then noticed that the rv lead had dislodged. The lead was repositioned in the right ventricle apex and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.